Event description:
It was reported that the user, who is new to the ilet pump, experienced nighttime hypoglycemia with device alerts for urgent low and low glucose, with a documented nadir of 53 mg/dl and approximately one hour below 70 mg/dl; the user treated with oral carbohydrates and did not require assistance or professional intervention. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included temporary interruption of sleep and self-treatment of the low glucose. Investigation included troubleshooting and user education regarding overnight use and avoidance of altering device weight settings. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear given contributing factors such as medication regimen and user adaptation to the system. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.